Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifting, and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event log confirmed cassette alarm and shows over 150 downstream occlusions. The dso seal, uso seal and dso sensor were all replaced to address these issues.

Event description:
It was reported that a cassette error occurred during testing. Evaluation of the returned device found a lifting downstream occlusion seal, buckling upstream occlusion seal, and confirmed the cassette alarm in the event history along with an excess of downstream occlusion alarms.